Event description:
A patient reported he had constipation. The patient noted he had to go to the hospital twice and he might have to go again. The patient stated they had taken all sort of laxatives. The patient noted it had helped with his bladder. The patient noted he had chronic constipation and he had parkinson¿s. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.